Manufacturer narrative:
The insulin pump was received motor error alarm during rewind due to corroded motor home switch. The insulin pump was unable to perform displacement test due to constant motor error alarm. The insulin pump was received cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 10 mmol/l at the time of incident. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer performed displacement test and the insulin pump passed. The customer performed manual prime and the insulin pump did not alarm motor error. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.